Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer was sent a refund and a was requested to return the original pump for evaluation. Till date we have not received the elvie pump back and a follow up report will be sent if further information is obtained.

Event description:
Customer reported on 14 dec 2023 from us alleging elvie pump caused her mastitis and she was prescribed antibiotics. She also went to see lactation specialists who adviced her to only use hospital grade pump.